Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. It was observed that the standard (hard) paddles assembly could not be detected by any device. It was observed that the internal connector of the energy selector on the standard (hard) paddles assembly was not properly seated. After reseating the internal connector of the energy selector on the standard (hard) paddles assembly, proper operation was observed through functional and performance testing. The device and standard (hard) paddles assembly were subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not detect its standard (hard) paddles assembly, when it was connected. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.